Event description:
Related manufacturer reference number: 2017865-2022-02135. It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient presented in clinic with complaints of dizziness due to oversensing noise causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead and prophylactically exchange the pacemaker. The patient condition is stable.

Event description:
Related manufacturer reference number: (B)(4). It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by (B)(4) on (B)(6) 2021. The patient presented in clinic with complaints of dizziness due to oversensing noise causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead and prophylactically exchange the pacemaker. The patient condition is stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.